Manufacturer narrative:
Rare but expected complications with calcified leads. This is covered in physician training by spectranetics and in the IFU.

Event description:
Physician (dr.) Was performing removal of leads on a right-sided implant for a new implant on the left side. Both the atrial and ventricular leads were implanted in 1993. The reason for removal was sharp pain on the right side near the pocket, supposedly due to an automobile accident. After two attempts on 10-20 seconds lasing the ventricular leads with minimal success, the physician decided to change from the ventricular lead to the atrial lead in hopes of coming at the binded leads from a different angle. After lasing for 5-10 seconds the tensioned atrial lead seemed to give way and came out of the body. Under fluoro, they identified that the tip of the lead had broken off and only the body of the lead had come out. At that point, the patient's blood pressure began to decline. It was assumed that there had been a perforation in the area of lasing in the innominate vein since the laser never entered the heart. The patient was rushed from the ep to the or, where the backup cardio-thoracic surgeon opened the chest. It was determined that the perforation was in the atrium and not the vein. The surgeon decided the perforation was caused by the broken lead. After repair, blood pressure returned to an acceptable level.